Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that a patient's nurse was completing in and out of female catheter and the catheter broke while still in the patient. Stated that the nurse was able to hold onto both pieces to avoid the broken piece going up into the patient.

Event description:
It was reported that a patient's nurse was completing in and out of female catheter and the catheter broke while still in the patient. Stated that the nurse was able to hold onto both pieces to avoid the broken piece going up into the patient. Per follow up via email on 07nov2022, it was stated that the catheter broke after placed in patient and both ends of catheter removed safely and patient had to be re-catheterized.

Manufacturer narrative:
The reported event was confirmed cause unknown. 1 sample were confirmed to exhibit the reported failure. The device had not met specifications. The product was used for patient treatment. The product caused the reported failure. Visual evaluation of the returned photo sample noted one opened (without original packaging), used female catheter. Visual inspection of the photo sample noted the catheter was broken into two pieces. This does not meet specification which states "kit and package must conform to drawings" . Although a specific cause cannot be determined, based on the risk document a potential root cause for this event could be "incorrect operation". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "instructions for use: 1. Open package and remove plastic wallet. 2. Open plastic wallet and don gloves. 3. Pull catheter out of tube to desired length. Lay tube on sterile field. 4. Open lubricant and lubricate catheter. 5. Open swab packet. Cleanse vaginal area. 6. Proceed with catheterization. 7. Pull catheter out of top; tighten cover and depress blue spout. 8. Fill out label, place on centrifuge tube. Send to lab in normal manner. Important: 1. Use plastic wallet as sterile field. 2. Pull catheter out of centrifuge tube to the proper length immediately after donning gloves. Note: if urine does not flow freely into the tube, the cap may need to be loosened slightly. Caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.